Manufacturer narrative:
The reported event of difficulty in releasing the device could not be confirmed. The investigation confirmed the device met visual, dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, an amplatzer duct occluder along with a 6 fr 180/80 amplatzer torqvue delivery system was chosen for procedure. After the occluder was flushed and loaded into the delivery system, there was difficulty deploying the device inside the patient. The device was found to be stuck with the cable and deformed. The device was unable to be released, so the device was withdrawn from the patient. There was no replacement device, and the patient was sent for surgical procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.